Manufacturer narrative:
The sample evaluation found that the outer carton was visible slice with what appears to be a box cutter, which also penetrated into the inner packaging. The inner foil pouch was removed and it was confirmed that a slice was visible in the foil pouch causing a breach in sterility. The slice found in the inner foil pouch corresponds to the location of the visible slice in the outer carton. This likely was the caused by applied force during removal from the outer shipper box. The area of damage is consistent with where the shipping box would be taped closed. This complaint is confirmed for breach in sterile barrier, use related. To date this is the only reported complaint for this manufacturing lot of 770 units released for distribution on (B)(6) 2017. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The warning section of the instructions for use instructs if package is damaged or open, do not use product. Check package for damage prior to use. This action would most likely ensure that the user would be able to identify a sterility breach in the packaging prior to use on the patient, as happened in this incident.

Event description:
Information as reported by the user facility: the facility received product (sorbafix 5 per cartons per shipping box) that was unpacked from the shipping boxes in the receiving area. Items were brought to the or inventory holding station. While transferring the product into the or stock/inventory location, the staff noted a slice in the product carton. Review found the inner sterile pouch was breached as well. The device was sent to purchasing for return to manufacturer and not placed into inventory. Contact reports this was the only product received in this condition out of the case of 5. There was no patient involvement.